Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The manufacturer attempted to follow up on this event however, no further information has been received to date. Based on the information provided the root cause appears to be malpositioning of the perceval valve. Based on the information presented available it is unknown if the fistula was pre existing or occurred during the procedure and what is the relationship to the perceval valve. Based on the DHR there appears to be no issue with the valve, since the valve is not being returned no further investigation can be performed at this time. Should additional information be received at a later stage a follow up report will be provided.

Event description:
On (B)(6) 2021 a perceval valve pvs21 was implanted, the valve was placed deep in the right coronary apex and the surgeon decided to explant the valve as the surgeon cared about the fistula in the left coronary apex. The valve was crushed and another perceval valve was implanted.

Manufacturer narrative:
The manufacturer received additional information as included in b5. The codes in h6 have been properly updated (good patient outcome reported). There is no information that reports a link between the fistula noted intraoperatively and the device. No further changes to the information previously submitted are warranted at this time. Based on the information provided, the root cause of the reported event can be traced to device malpositioning (use error) as indicated in the previous report submitted.

Event description:
On (B)(6) 2021, a perceval valve pvs21was implanted, the valve was placed deep in the right coronary apex and the surgeon decided to explant the valve as the surgeon cared about the fistula in the left coronary apex. The valve was crushed and another perceval valve was implanted. Per addition information received, it was confirmed that the device was explanted intraoperatively due to device malpositioning. The patient ultimately received another perceval of the same size (pvs21). The patient had a good outcome after the surgery. The exact time added to the procedure is unknown, but the total cross clamp time was 62 minutes and cpb time was 197 minutes.